Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by an affiliate, the disposable codman perforator used to make the initial burr hole failed to disengage and caused a dural tear. During the initial drilling stage of a craniotomy (burr holes), the perforator used failed to stop as it should and plunged. The surgeon stopped the drill to prevent the perforator causing further damage to the patient¿s brain and noticed the dura had a slight breach. The perforator was replaced with one from another batch which worked.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The perforator was visually inspected. No anomalies were observed. Functional testing was then performed. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records found no anomalies when the device was released to stock. Based on the results of the investigation, the reported issue could not be performed. The device functioned as intended.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.